Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). The patient line disconnected after the drain started and fell to the floor. The technical service representative (tsr) had the home patient (hp) stop therapy. The hp would call the peritoneal dialysis nurse (pdn) when the clinic opens. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011 product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of disconnection. The pdn was not aware of the disconnection. No infection reported. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.